Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. There was no reported adverse effect to the customer's blood glucose level. It was reported that an unexpected reset occurred. Reportedly, the customer continued to use the pump for insulin therapy.